Event description:
It was reported that there was an unknown or other product issue specified as the patient was not getting spasticity relief. It was noted that the actions required as a result of the event include surgical intervention explained as a catheter revision on (B)(6) 2014. It was reported that there was a dye study and rotor/roller study performed. It was noted that there was an unknown or other product issue specified as ¿a connector; may or may not be part of issue¿. It was reported that the patient¿s status at the time of report was alive ¿ no injury. It was noted that the patient had increased spasticity at an unknown location. It was reported that the pump was used to infuse lioresal.

Manufacturer narrative:
Analysis of the pump revealed no anomalies, normal device function. Analysis of the returned catheters also indicated no significant anomalies, acceptable catheter testing. The returned 8709sc (lot# n247722009) catheter was deformed in shape and/ or abrasion was noted, however this did not affect infusion, concluded as non-significant anomalies, acceptable catheter testing. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot# n247722009, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type catheter; product ID 8575, lot# n166551, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.